Event description:
It was reported that immediately after the physician performed bedside endotracheal intubation and inflated the cuff, the ventilator suddenly triggered an alarm. Monitoring of the cuff pressure revealed a leak; despite multiple attempts to reinflate it, the leak persisted. The physician, who, after assessing the patient's clinical condition, proceeded to extubate the patient. The endotracheal tube was removed, and the patient's blood oxygen saturation was closely monitored. Outcome following intervention: no adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.